Event description:
Boston scientific crm received information that this patient, who has this implantable cardioverter defibrillator (ICD), experienced a pocket infection. This patient was followed-up in the clinic every two weeks since implant. This patient completed 10 courses of antibiotics, and it was noted that there are no further signs of infection. It should be noted the associated atrial and ventricular leads are competitor's leads. There were no other adverse patient effects reported.

Manufacturer narrative:
This ICD remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.